Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged kidney disease while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 07, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged heart attack related to bipap device's sound abatement foam. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected the device externally and internally, observed dust like contamination on the on the dc jack, the sd card slot, the air inlet, the accessory module slot, the iso (international organization for standardization) port, the ui panel, the blower box lid seal, the blower motor, the blower motor seal and isolators, rear panel, bottom enclosure, and inside blower motor. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint and unable to directly address the patients symptoms. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Sections d8, d9, h2, h3, h6 has been updated in this report.

Manufacturer narrative:
In previous report, section h10 was captured incorrectly and it was corrected in this report. The corrected h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged kidney disease while using the device.